Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory also indicated the right ventricular lead integrity alert triggered, pacing capture threshold in the rv (right ventricle) was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter). This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead integrity alert (lia) was tripped as well as an alert that the pacing impedance was out of range. It was noted the rv lead had non-physiologic r-r intervals and short v-v intervals. It was later reported the rv lead had noise, intermittent capture, and unstable, rising thresholds. Defibrillation therapies were programmed off and the lead was later capped and replaced. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.